Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014 and excessive vault was observed on (B)(6) 2015. The lens was explanted and exchanged for a shorter length lens on (B)(6) 2015 and this resolved the problem. Patient's last bcva was 20/20. See MFR report# 2023826-2015-00836 for the other eye.

Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. (B)(4). A lens work order search was performed and no similar complaints were found within the work order. Based on the complaint information and lens work order search, we were unable to determine a specific root cause of the event. (B)(4).